Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, lead dislodgement was noted. The patient reported having fallen post-implant. The lead was explanted and replaced. The patient condition was stable after the event.